Event description:
It was reported that an alert for high, out of range, high voltage lead impedance was observed. Physician considers the value to be good. Patient was in good condition.

Manufacturer narrative:
(B)(4).